Event description:
Provider states wheel, one rear, is cracked, shattered at the hub.

Manufacturer narrative:
Please note, MDR 9616091-2013-01120 was inadvertently submitted under the incorrect manufacturer registration number. The correct manufacturer registration number is 1531186.